Event description:
During removal of thoracic silicone catheter used as a chest drainage tube, catheter broke leaving a 6" section retained. Additional surgery required to remove retained section of catheter. Removal successful.